Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation (' perforation: fallopian tubes'), uterine perforation (' perforation: uterus:') and genital haemorrhage ('general abnormal bleeding.') In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral).). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, vaginal discharge, fatigue, hormone level abnormal, migraine, headache, bladder disorder and urinary tract disorder outcome was unknown and the genital haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine perforation and vaginal discharge to be related to essure. The reporter commented: perforation: fallopian tubes, plaintiff claiming perforation: uterus, general abnormal bleeding, pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), vaginal discharge, fatigue, hormonal changes, migraines, headaches diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: (B)(6) 2017: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Previously reported event "injury to herself " updated to "perforation: fallopian tubes", events- "perforation: uterus, general abnormal bleeding, pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), vaginal discharge, fatigue, hormonal changes, migraines, headaches, bladder/urinary problems:" lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.